Event description:
It was reported that the device did not pass the alarm check. Patient involvement is unknown.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Device evaluation: one device was returned for investigation. Visual inspection noted the device to be in good condition. The tamper seal was undamaged. Functional testing confirmed the complaint. The relief valve was not working. The values were over limit. Root cause was attributed to the faulty relief valve. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Relief valve and demand valve will be replaced. Device will be adjusted.